Event description:
The following has been reported: a patient scheduled for an infusion of the drug thiopental, which was supposed to last 24 hours, lasted only 4 hours. The infusion pump was checked with the doctor and was found to be properly programmed, so the fresenius kabi infusion pump was replaced. Initial diagnosis: acute respiratory failure requiring imv (advanced life support), treatment-refractory status epilepticus, and neurogenic shock under investigation. The patient is currently in poor general condition, neurologically speaking, and is undergoing treatment for refractory status epilepticus. He is therefore receiving sedation via infusion based on midazolam and propofol, combined with tiopental- type barbiturates and fentanyl as analgesics in order to maintain adequate ventilation. Date and time of start of infusion programming: (B)(6) 2025, 12:00 p.m. Date and time of end of infusion, approximately: (B)(6) 2025, 4:00 p.m. Infusion parameters: tiopental 250 mg IV bolus for 30 minutes the equipment is out of service, awaiting technical service inspection by mu fresenius kabi colombia. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The investigation was carried out on the reported date of (B)(6) 2025. Two separate infusions are identified. First one, an infusion started at 100ml/h for 100ml/h around 6:43 am then switch to kvo (keep vein opened) and infusion stopped one minutes later by user and the device was switched off. Second infusion started at 100ml/h around 4:04 pm stopped by user after 96.012ml infused after a triggering of pre-alarm battery. No alarm stopped the infusion on that day. No infusion of about 4 hours has been found to date. The log review has also been extended before and after the (B)(6) 2025 and did not reveal any continuous infusion lasting about four hours. All infusions last between 50min and 1h, no infusion of about 4 hours has been found. The programming of thiopental 250 mg IV as a bolus over 30 minutes is not found in the history of the device. All data found showed that calculated volume matches recorded volume. Each identified infused volume was in line with the device programming. No unexpected behavior or malfunctions are seen in the logs. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. The infusion interruptions observed on (B)(6) 2025 are the result of user actions. No malfunction of the device was identified based on the analysis of the data available. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid the trend is: n/a